Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. In the middle of the night the patient was asleep and the wife reportedly could not wake the patient and noted he was unresponsive. The wife and neighbor took him to hospital. There were no cgm readings reported before he was taken to hospital. The patient was hospitalized for couple of days and they could not remember treatment provided at the hospital. During the event it was noted that the patient did not receive an alert notification (sound) on the cgm, although it was not reported what the cgm was displaying when they were unresponsive. At the time of the report, the patient was doing okay. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.